Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while inserting a proximal locking screw on a tibial nail, the screw head created a fracture around the screw hole. Another proximal locking screw was placed. Procedure was completed successfully without any surgical delay. This report is for (1) locking screw for im nail 5/ 28/ xl25. This is report 1 of 1 for complaint (B)(4).